Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company presentative regarding a patient receiving fentanyl 1000mcg/ml at 175 mcg/day via an implantable pump. It was reported that the patient was complaining of ongoing discomfort at pump pocket site due to superficial nature and proximity to ribs. The environmental, external or patient factors that may have led or contributed to the issue was body habitus, weight (B)(6). The diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the patient was taken to the or (operating room) today where the physician modified pocket to implant it deeper within the subcutaneous tissue and away from the ribs. No changes made to catheter length/volume. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.